Event description:
It was reported that the fiber cap detached inside the pt at 26, 253 joules into the case. The physician was able to retrieve the fiber cap, method of removal is unk. There was no indication or report of any part of the device remaining inside the pt. The procedure was completed with this fiber. There was no report of pt injury.

Manufacturer narrative:
(B)(4).